Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that there was no image on the monitor. The fse performed the system troubleshooting and identified that the actual cause of the issue was with the bnc (bayonet neill concelman) connector cable connection. The fse repaired the bnc connector cable connection to resolve the issue. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not display an image on the monitor. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.